Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The initial troponin t hs stat result was 5.08 ng/l. This result was reported outside of the laboratory where the physician requested a rerun. The sample was repeated twice with results of 2886 ng/l with a data flag and 2788 ng/l. The repeat results were believed to be correct. No adverse event occurred. The troponin t hs stat reagent lot number was 13868400 with an expiration date of 07/31/2017. The customer is using 13mm sample tubes without rack adapters. The field service engineer (fse) visited the customer site and identified a misadjusted sample probe. The sample probe was adjusted. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. No issues were identified during a review of calibration and quality control data. The investigation stated that since the sample probe was misadjusted, this could be a potential root cause, considering the customer does not use rack adapters. Tilted tubes in combination with a misadjusted sample probe could cause erroneous low results.